Manufacturer narrative:
The device was not returned to the manufacturer for analysis.

Event description:
It was reported that stent damage occurred. The target lesion had 70% stenosis and was located in the mildly calcified left subclavian opening. A 8.0x20x135 cm express ld was selected for treatment; however, when the device was unpacked to observe the condition of the stent system, it was discovered that when the stent was not in use, it opened and tilted. When touched by hand, a burr was felt but there was none noted at the near end of the device. The physician replaced the stent for another of the same model to complete the procedure. There were no complications reported, and the patient was in a stable condition.

Manufacturer narrative:
Device was returned to the manufacturer: the express ld stent balloon was visually examined, and it was identified that the balloon was received tightly folded which indicates it had not been subjected to positive pressure. Damage on the distal stent struts were noted. No issues were found with the balloon, markerbands, tip or shaft of the device. No other issues were identified. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion had 70% stenosis and was located in the mildly calcified left subclavian opening. A 8.0x20x135 cm express ld was selected for treatment; however, when the device was unpacked to observe the condition of the stent system, it was discovered that when the stent was not in use, it opened and tilted. When touched by hand, a burr was felt but there was none noted at the near end of the device. The physician replaced the stent for another of the same model to complete the procedure. There were no complications reported, and the patient was in a stable condition.